Event description:
It was reported that a system error 2240/2367 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative explained the alarm to the hp, assisted the hp to clear the alarm, and advised the hp to dispose of current supplies and to begin therapy again with all new supplies. The hp would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.